Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a damaged grommet and the set screw was found in the connector bore. (B)(4).

Event description:
It was reported that a physician was unable to tighten the set screw in an implantable cardioverter defibrillator (ICD) device and therefore unable to connect the device to the right ventricular (rv) lead. The device was replaced and returned for analysis. No patient complications have been reported as a result of this event.